Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the mobile device displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could not confirm the reported event of low transmitter battery. A probable cause could not be determined via data. Additionally; the transmitter has been received for evaluation. An external visual inspection was performed and the passed. A voltage test was performed and the transmitter failed as it had no voltage. Review of the log data was performed and transmitter failure was observed. The reported issue of low transmitter battery was not confirmed via product testing. This complaint is reportable based on the finding of permanent signal loss via the log review. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the mobile device displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could not confirm the reported event of low transmitter battery. A probable cause could not be determined via data. No product was provided for evaluation. This complaint is reportable based on the finding of permanent signal loss via the log review. No additional patient or event information is available.